Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. For clarification, the conductor wire is not broken as reported by the customer. The broken piece is hanging from the instrument. An extra grip piece was returned, but this one does not match or belong to the force bipolar instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken cable. There was no report of patient involvement or patient injury.